Event description:
The abbott field service rep (fsr) stated that the rubella calibration failed due to a problem with the cal a rate being too high. The fsr felt the issue may be related to the mup and requested a replacement for the customer. The fsr replaced and calibrated the sample and process probes, replaced the optics and meia power supply without resolution. The fsr then replaced the standard calibrator and recalibrated. The calibration passed and the issue was resolved. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.